Manufacturer narrative:
(B)(4). D10: 110010247 g7 osseoti 4 hole shell 58mm g 7564602. 010000937 g7 hi-wall e1 liner 36mm g 7144261. 010001001 g7 screw 6.5mm x 40mm 7178811. 010001003 g7 screw 6.5mm x 50mm 6973118. G2: foreign - event occurred in new zealand. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip revision approximately two years and two months post-implantation due to pain with suspected loosening of the acetabular cup. The patient presented with pain and based on the initial assessment the acetabular cup was suspected to be loose. The acetabular cup, liner, and femoral head were replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.